Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Very small spring found in patients knee when finishing tibial preparation for triathlon knee replacement. Foreign object found by surgeon - removed, no further pieces found. Object was a very small spring. This was the primary surgery.